Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). The lesion was pre-dilated with an unspecified device and a 5.0x60 6f supera self-expanding stent was attempted to be deployed; however, only partially deployed. The delivery system and stent were removed under fluoroscopy without complications. The stent implantation was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis which noted tip jacket and inner member separations. The reported activation failure including expansion failures was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted multiple sheath kinks preventing the ratchet being able to properly engage and release the stent from the delivery system thus resulting in the reported activation/deployment failure. A follow up to the account confirmed the noted tip jacket and inner member separations occurred after the procedure due to handling. There is no indication of a product quality issue with respect to manufacture, design or labeling.